Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Additional information added to fields h2, h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, the determined error patterns indicate that the cause for the described issue is the impact of an excessive force during use of the device, probably due to a blow or a fall of the device. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the telescope had damage on the lens. The issue was found during reprocessing. There were no reports of patient harm as a result of this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.